Manufacturer narrative:
The event device is anticipated to return. A follow-up report will be provided upon completion of the investigation.

Event description:
Procedure performed: "lap chole" "after freeing the gallbladder, [surgeon] inserted a cd001 to remove the specimen. He captured the specimen in the bag and proceeded to remove the bag (with specimen inside) from the abdominal cavity. After removing the bag, he noticed that a small portion of the green plastic bead had broken off of the bag and was left inside the patient. The fragment was retrieved from the patient and the case finished without any issues. No patient injury occurred." Type of intervention: "the fragment was retrieved from the patient and the case finished without any issues." Patient status: "no patient injury occurred"

Manufacturer narrative:
Investigation summary: the introducer shaft and rod were returned with a portion of the cord loop and the bead sub-assembly. Upon inspection, engineering observed that the tissue retrieval bag had been cut with an instrument and the clamp had been separated from the bead sub-assembly. Based on the evaluation of the returned unit, it is likely that the reported event occurred when the user pulled on the bead during bag removal. This caused the bead and clamp to disconnect and fall into the patient with the cord loop of the unit was cut. The instructions for use (IFU) instructs the user to "remove the specimen by pulling on the cord loop, thus retracting the bag through the port site." Applied medical will continue to monitor its vigilance system for trends and take appropriate actions, as necessary, to ensure the performance and safety of its products.